Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and variable. Fourteen non-sustained episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2015. Lead failure predictor triggered on (B)(6) 2015 for lead impedance and ventricular sending integrity count (sic). Rv impedance intermittently out of range since (B)(6) 2014. Rv pace impedance varies wildly since (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to their device alerting. The right ventricular lead had high impedance, no capture at maximum output, short v-v intervals, numerous ventricular tachycardia non-sustained episodes, and noise which triggered a lead integrity alert (lia). Lead fracture was suspected. The lead detections were programmed off until a new lead could be replaced. The lead was then capped and replaced. No patient complications have been reported as a result of this event.